Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt, implanted on (B)(6) 2003, is a non user. He states that the hearing is not clear enough. Testing in situ shows an elevated ground path impedance, at 4.15 kohm.